Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom of the insulin pump popped out due to the device being dropped. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, loose drive support disk, cracked lcd window, detached end cap, stained end cap sticker, cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.